Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was also reported that the explant was done because it was no longer helping with the pain and the patient was getting a magnetic resonance imaging (MRI). No device malfunction was suspected. The patient was doing well post operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.